Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that although connected and aged, the endoscopic image did not reproduce the pitch-darkness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center endoscope image became pitch black. The issue was found during preparation for use in a diagnostic upper endoscopy procedure. Although the procedure took longer, the specific delay in completing the procedure was unknown. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 in the initial MDR was marked for health professional in error. New information added to the following fields:h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "when connecting cv 1500/ gif-h290 the endoscopic image became pitch black" was caused by the white balance coefficient stored in the scope was an abnormal value, which caused a blackout inside the octagonal mask when acquiring scope information. Olympus will continue to monitor field performance for this device.